Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopic retrograde cholangiopancreatography, the subject device was used with the distal cover maj-2315. When the subject device was withdrawn, it was found that the distal cover was fallen off inside the body. The fallen distal cover was removed using another endoscope. The intended procedure was completed. There was no report of patient injury associated with the event.

Manufacturer narrative:
The distal cover was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device and maj-2315 were returned to olympus medical systems corp. (Omsc). For evaluation. There was no abnormality in the subject device. The manufacturing record of the subject device was reviewed and found no irregularities. Omsc confirmed that the distal cover was damaged and it was easy to come off the scope. Omsc got the additional information that the user used an antifog liquid. Therefore, omsc presumed that the distal cover was torn due to the chemical crack.